Event description:
It was reported that, "broach handle broke off while tapping with mallet, used another broach."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.